Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a left femoral resurfacing procedure on (B)(6) 2008. Subsequently, the patient experienced a femoral neck fracture that was noted on (B)(6) 2009. The patient was revised (B)(6) 2009. The head was removed and the patient was converted to a total hip arthroplasty. Review of invoice history confirmed the implant and explant dates. In addition, invoice history shows another hip procedure occurring on (B)(6) 2010. Since no additional procedure has been reported, it cannot be determined at this time if this is an additional revision procedure on the left side or if the patient is bilateral. Additional information received confirmed the patient is bilateral. The procedure that occurred on (B)(6) 2010 was for a right hip procedure. Patient reported knee and ankle problems on the right side in 2011.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a left femoral resurfacing procedure on (B)(6) 2008. Subsequently, the patient experienced a femoral neck fracture that was noted on (B)(6) 2009. The patient was revised (B)(6) 2009. The head was removed and the patient was converted to a total hip arthroplasty. Review of invoice history confirmed the implant and explant dates. In addition, invoice history shows another hip procedure occurring on (B)(6) 2010. Since no additional procedure has been reported, it cannot be determined at this time if this is an additional revision procedure on the left side or if the patient is bilateral. Additional information received confirmed the patient is bilateral. The procedure that occurred on (B)(6) 2010 was for a right hip procedure.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported that patient enrolled in a clinical study underwent a left femoral resurfacing procedure on (B)(6) 2008. During post-operative monitoring, a femoral neck fracture was noted on (B)(6) 2009. These findings were found due to follow up monitoring, there were no symptoms reported by the patient. There has been no reported revision procedure to date. An invoice history could not be located to confirm the surgery date.

Manufacturer narrative:
The follow-up report is being filed to relay corrected and additional information that was unknown at the time of the initial medwatch. Corrected data: event description ¿ patient was not enrolled in a clinical study. A retrospective clinical review identified the patient¿s event.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a left femoral resurfacing procedure on (B)(6) 2008. Subsequently, the patient experienced a femoral neck fracture that was noted on (B)(6) 2009. The patient was revised (B)(6) 2009. The head was removed and the patient was converted to a total hip arthroplasty. Review of invoice history confirmed the implant and explant dates. In addition, invoice history shows another hip procedure occurring on (B)(6) 2010. Since no additional procedure has been reported, it can not be determined at this time if this is an additional revision procedure on the left side or if the patient is bilateral.